Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 3387-40, lot# l78188, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s wife was very angry that the battery had only lasted 3 years rather than the 6 to 10 years that they had been told. The patient¿s deep brain stimulator had been implanted approximately 3 years prior to the date of this report. The battery was depleted and the patient had become rigid. The patient had two batteries but they had not been replaced at the same time. The battery was going to be replaced on wednesday following the date of this report. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.